Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap auto biflex. The device was returned to a third-party service center for evaluation with no initial alleged complaint. During the evaluation of the device at the third party service center, the service technician observed evidence of foam particles inside the blower kit. Additionally, error code 53 (err_comp_log_sem_timeout), error code (err_stuck_knob_key), error code 65 (err_stuck_encoder_a), and error code 66 (err_stuck_encoder_b) were found in the device log history, the device was also found to be contaminated with dust. The device was scrapped by the service center after the evaluation was completed.